Manufacturer narrative:
Additional information was provided in sections h.6 and h.11. The company representative as able to resolve the reported event remotely with the customer. The representative was able to advise the customer (via phone) to switch the wifi channel for the connected the footswitch and received a new handpiece. Based on the information available, the customer reported event cannot be confirmed. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this serial number was performed. No similar complaints were reported for the product serial under investigation with the same event code. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that, an ophthalmic system freezes during surgery and led to postoperative edema. The current patient status was unknown. Additional information has been requested, but none has been received to date.